Manufacturer narrative:
A visual inspection was performed on the returned device. The reported balloon rupture and separation were confirmed. The reported inflation issue could not be replicated in a testing environment due to the condition of the returned device. The reported difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported by the account that the bdc was overinflated to 18 atmospheres (atms) three times when the balloon ruptured. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the trek rx device is 14 atm; therefore, rbp was exceeded. It could not be determined if inflating the balloon slightly over the rated burst pressure contributed to the rupture. In this case, it is likely that the balloon interacted with the heavily calcified, moderately tortuous and 90% stenosed lesion such that the balloon became damage during the third inflation and ruptured. Additionally, it was reported that the bdc interacted with the patient challenging anatomy during removal, resulting in the reported difficulty removing the device and slight force was applied and subsequently the balloon separated. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. In this case, it is likely that the violation of the IFU contributed to the reported separation as the device separated after slight force was applied. Additional treatment with a stent was used to embed the separated balloon piece and device marker into the vessel. The investigation was unable to determine a conclusive cause for the reported inflation issue (dog bone effect); however, the reported balloon rupture, difficulty removing the device, unexpected medical intervention and device embedded in tissue or plaque appear to be related to operational context. The reported separation appears to be related to user error/operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: 2017 device code clarifier- above rbp, h6: 2017 device code clarifier- against resistancen.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending (lad) with heavy calcification, mild tortuosity and 90% stenosis. The 3.0x15mm trek balloon dilatation catheter (bdc) was being used for pre dilatation; however, a rupture occurred at the third inflation at 18 atmospheres (atm) and in each inflation the balloon had a dog bone effect until it reached 18 atm. The balloon ruptured in the vessel; therefore, the delivery system and balloon became stuck in the vessel. The delivery system was able to be removed; however, resistance was met with the lesion and light force was applied to remove the balloon piece but was not possible; therefore, a snared device was used in an attempt to remove the balloon piece but was not possible neither. An additional stent was used to introduce the separated balloon piece and device marker into the vessel. Another 3.0x15mm trek balloon and an unspecified stent were used to complete the procedure. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.